Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is not currently available.

Event description:
It was reported that there was anchor breakage. The anchor broke during rotator cuff reconstruction. The broken piece didn't fall inside of patient. Changed to a new one to complete the procedure.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Additional information: lot#, device manufacture date. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the anchor was broken along the length of the device in a spiral reaching from the distal tip to the proximal end. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. However, given the information provided we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is not currently available.